Event description:
It was reported that during an unspecified surgery it was discovered that there was a "pin hole in the hose" on the motor device. The reporter stated that the facility was using the motor device without incident and does not believe that there was a problem with the motor. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.